Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, break in tubing by pump.

Manufacturer narrative:
Requests for the device and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the device and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4126888. The most likely root cause of the event cannot be determined at this time. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. Attempts have been made to obtain additional information surrounding this event. However, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. A titan touch pump, two cylinders and detached exhaust tubing were received for evaluation. Examination and testing of the returned components revealed the detachment site of the longer exhaust tube of the pump appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in both exhaust tubes of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on both exhaust tubes and all strain relief of the pump. No functional abnormalities were noted with the pump. Partial separations within abrasion were noted in the detached exhaust tubes. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with the detached tubes. Surface abrasion was noted in the exhaust tubes and strain relief of cylinders 1 and 2. No functional abnormalities were noted with the cylinders. Based on quality's examination, quality concluded that while in-vivo both exhaust tubes and the inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. The tube positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer exhaust tube of the pump at this site. Quality was unable to match up another detachment site that was rough and irregular from the returned components. However, the information received indicated "break in tubing by pump." Therefore, quality concluded the rough and irregular detachment site of the serialized exhaust tube of the pump to be the site of failure. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4126888.